Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a procedure, the devices would not load and fire. Replaced by a new device to complete the case. There was no patient injury.